Event description:
Customer reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Caller was guided by cts to perform a pump reset after which the cgm error code did not reappear, and the sensor session was successfully started.